Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a primary pressure reducer failure of the first regulator unit causing insufficient gas flow and a pressure sensor printed circuit board failure causing an alarm and blacked-out screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high flow insufflation unit cannot be turned on. The issue was found during preparation for use for a diagnostic abdominal exam. The procedure was finished with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: printed circuit board failure of the pressure sensor/pressure sensor circuit and primary pressure reducer failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.